Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the label of a small volume folfusor was wet and drops were visible in the bag. The device has been filled with fluorouracil this was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: update to lot 22h032 (previously reported as asku). H4: device manufactured between august 25, 2022 to august 27, 2022. The device was received for evaluation. A visual inspection was done which observed fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be the untightened blue winged cap. A functional leak test was performed by filling the unit with green color water. After fill and prime, the cap was hand tightened. The unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition of leak was verified. The cause of the condition could not be determined; however, the cause of leak inside the bag may be due to a use error by not securely tightening the blue winged cap. The product label (instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.